Event description:
It was reported that procedure was aborted post-sedation. A left atrial appendage (laa) closure procedure was being performed. Angiography was performed and revealed the laa to be too small, however the physician decided to still attempt implant of a watchman closure device. A watchman access system (was) was positioned and a 21mm watchman closure device and delivery system (wds) was advanced. Many attempts were made to position the device; however, the was was noted to be kinked and the wds sheath was noted to be damaged by the anchor of the closure device after full recapture. Because of this, the procedure was aborted.